Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient experienced allergic reaction of angioedema of the lips due to the plastic material in the aligners. Doctor instructed patient to stop further treatment due to high risk for reoccurrence.